Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with quieter/muted alarms on his primary controller. The patient's controller was exchanged due to the muted alarm sounds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller auditory alarms being quieter was confirmed via analysis of the returned system controller (serial number: (B)(6)). Visual inspection of the returned controller revealed a small buildup of foreign debris in both audio speaker sockets. A sound meter was used to individually measure the audio output levels from the system controller audio speakers, and both speakers were measured to be above the design specification. The speakers¿ sockets were then cleaned and the audio outputs were measured again. After cleaning the sockets, the audio output from both speakers slightly increased. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file and submitted log file contained approximately 38 days of data combined (06nov2020 ¿ 14dec2020 per the timestamp). The data in the log files did not indicate any issues with the system controller. The log file captured the controller alarming appropriately for all routine alarms. No atypical alarms were observed in the log files. The driveline was disconnected on (B)(6) 2020 at approximately 15:05:49 to exchange the system controller. The root cause of the reported event was determined to be due to a buildup of foreign debris in the system controller's audio speaker sockets. Incidental findings: fluid ingress was observed in the controller power cables heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 24oct2017. No further information was provided. The manufacturer is closing the file on this event.